Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to charge the ipg due to the ipg being tilted. The ipg was explanted and replaced which restored stimulation. The patient's issue was resolved.